Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, the patient visited the hospital for port maintenance. The nurse disinfected the area according to standard operating procedures, using the puncture site as the center and applying a three-finger hold. A butterfly needle was inserted vertically, with a distinct hollow sensation. Needle advancement was halted upon reaching the bottom. Blood was withdrawn, and the line was flushed in a pulsating manner. Resistance was encountered; after adjusting the needle position, the flush proceeded smoothly. Subsequently, subcutaneous fluid accumulation was observed. No further details available or provided.